Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a delaminated downstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the device was beyond economic repair for being 10 years or older. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had dso sensor bubbled and unattached and device also stated, "pump setting and patient data lost" indicating interior battery is has a problem with it, the event occurred during testing.